Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned item was found to exhibit signs of repeated use and has fractured on the medial side. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03188.

Event description:
It was reported that a trial broke while being taken out in surgery. The surgical technique was utilized. There was no surgical delay. A fractured piece of a separate tasp was also shipped with the product. It is unknown when the instrument fractured. There was no consequences or impact to the patient. Attempts have been made and no further information has been provided.